Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The customer indicated that they have had similar issues in the past and each time it happens, they were using tubes from a particular manufacturer. The sample initially resulted as 5 miu/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 1788 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The hcgb reagent lot number was 183183. The reagent expiration date was asked for, but not provided. The field service representative was unable to duplicate the problem. He ran performance testing and this passed.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the information provided. Additional information required for the investigation was requested, but not provided. Based on the information provided, it was determined that the instrument was not fully within specifications at the time of the event. There was not enough information available to determine if this was the root cause of the event.